Event description:
Pt implanted in 2003. The pt saw the hcp 3 days later when they came in lethargic and with increased spasticity. The hcp decreased the intrathecal medication dose from 100 mcg to 50 mcg. The pt had been treated with a 50 mcg dose and it was fine. The hcp turned the pump off 2 days later, covering the pt with oral medications. Two days later, the pt appeared to be in "really bad withdrawal", they did a 25 mcg bolus which seemed to relax the pt and improve the spasticity. The pump was turned back on at 50mcg. The pt was taken to surgery. The problems with pt's vp shunt coincided with pump problems. After the revision, the pt is reported to be recovering. They are alert and eating.